Event description:
The patient reported the device was initially implanted upside down. The patient was unable to charge, they had the device flipped to the proper direction, but was unable to re-orient device. It was reviewed that the manufacturer representative (rep) had to reset orientation and re-orient the device. Troubleshooting resolved the issue. There were no symptoms noted. Additional information was received from the rep on (B)(6) 2016 stating that they successfully re-oriented the patient and was able to charge with 8 coupling bars. They also stated that they were not at surgery and did not have any information on what happened with implanting it upside down. Additional information was received from the manufacturer representative (rep) stating that they became aware of the implant being upside down on (B)(6) 2016. The cause for why it was implanted upside down remains unknown. Other relevant medical history includes spinal pain and post-lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.